Event description:
As reported by the user facility: ref# 352900, lot# 0061243720. Nurse (B)(6) went to open vent on universal spike and entire vent came off into her hand. Drug streamed out of vent hole and onto nurse's hair and face. Post exposure facility protocol followed, no medical intervention required.

Manufacturer narrative:
This report has been identified as b braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. The vent on the borla universal spike, purchased part number a7406200, was not attached to the spike, but lying loosely in the returned sample bag. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number, finished good lot number, or evaluated component lot, or part number. The batch record for the finished good lot was reviewed and no non-conformances were noted. The sample and all available info has been forwarded to the actual manufacturer, industrie borla, vendor for further evaluation. A follow-up report will be provided after the inspection results are available.